Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that side branch stenosis occurred. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient had elevated biomarkers indicating myocardial infarction and was referred for cardiac catheterization. In (B)(6) 2018, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 90% stenosis and was 44 mm long with a reference vessel diameter of 3.00 mm. Pre-dilatation was performed with unknown balloon catheter and placement of 3.00 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. However, baseline core lab angiography result revealed 30% side branch stenosis in acute marginal branch (ac marg) and post procedure angiography revealed 80% ac marg stenosis. The patient was discharged on the following day on dual antiplatelet therapy.